Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 3988nds, lot# n24287, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The manufacturer determined (via a report of expired implants) that the implantable neurostimulator (ins) was 388 days expired at implant. The implant date was on (B)(6) 2015, and the use by date was (B)(6) 2014. The device was registered on (B)(6) 2015 and, previously, it was sold from consignment to an outpatient facility with an invoice date of (B)(6) 2013. No patient symptoms were reported. The patient's relevant medical history includes spinal pain.